Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the keypad was found to be damaged; there was a tear over the down arrow. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.